Manufacturer narrative:
(B)(4).  Physio-control has performed an initial evaluation of the downloaded data from the device and has verified that the reported issue occurred.  Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to physio-control that the screen of the customer's device turned off, two separate times, after acquiring a 12-lead ECG from the patient. The customer did not provide any additional information of the reported event. There was patient use associated with this event but there was no report of an adverse outcome.

Manufacturer narrative:
The third party service agent evaluated the device and was unable to duplicate the reported issue.  Through an evaluation of the electronic patient record, the reported issue was verified to have occurred during the event; however the cause of the reported issue could not be determined. After proper device operation was observed through functional and performance testing, the device was returned to the customer for use. The device was not returned to physio-control for evaluation.